Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-00613. It was reported that during a bilateral iliac stenting treatment procedure stent damage occurred. The physician successfully deployed the 10mm x 40mm x 135cm express ld iliac/biliary stent into the right iliac artery. Next, as the super sheath was advanced up into the express ld stent, the super sheath caught the edge of the express ld stent and the express ld stent 'accordioned' but did not migrate. A 10mm x 4mm sterling balloon catheter was advanced inside the express ld stent to expand the express ld stent. Another 10mm x 40mm x 135cm express ld iliac/biliary stent was advanced and deployed over the previously implanted express ld stent to secure the damaged express ld to the vessel wall and to complete the procedure. No patient complications were reported and the patient's status is ok.